Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp indicated that there wasno tissue damage noted. The left lead was removed and battery reconnected to the old right lead to resolved reported issues. This occurred on (B)(6)2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that since the day they ¿put it in,¿ their device was ¿constantly shocking¿ them because it was ¿laying on a nerve¿ and it was ¿turned off.¿ the patient continued by stating ¿it hurts,¿ and they were ¿achy all over,¿ and it hurt ¿like hell,¿ and it was shocking in their crotch. The patient stated they had called to have the implant date corrected on their identification card to (B)(6) 2019. The patient reported that in regards to the shocking they had been to the healthcare physician (hcp) 2-3 times and noted that they had another appointment coming up. The patient stated the shocking woke them ¿up out of a sound sleep,¿ and noted the manufacturer representative (rep) had not been involved in this at all yet. The patient stated they thought they were getting a new controller with the new implant but they didn¿t and the patient was advised to ask their health care physician (hcp) about it. The patient reported they were worried the issue would aggravate a pre-existing, non-related adverse condition. The patient was offered hcp listings however the patient stated they would ask their hcp office to invite the rep in for their appointment coming up on monday, august 26. There were no further complications reported.